Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's swelling has resolved. Additional treatment details will not be provided. This is the final report.

Event description:
The recipient reportedly experienced swelling at the implant site. The recipient was prescribed steroid cream.